Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 3.5mm staples opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. No knife impression was observed along the cutline impression in the cutting ring/mylar cover and the safety was observed to be broken. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. Functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Replication of the observed secondary, unrelated to the reported condition safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoidopexy anatomy involved: anus was there patient involvement: yes according to the reporter: unknown at this time. Patient was sent from surgery center to hospital after the case. Current patient status: unknown was there user involvement?: yes was there user injury/hazard?: no was the device used in patient: yes unanticipated tissue loss?: no was the delay over 30 minutes: no if yes, did delay affect the patient? Unknown device fragment fall in patient cavity? No what was done to correct condition? Unknown another MFR reinforcement material used?: no were other manufacturer product used?: unknown comments ftr comment: have not spoken to surgeon.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. No knife impression was observed along the cutline impression in the cutting ring/mylar cover and the safety was observed to be broken. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.